Manufacturer narrative:
Based on the error description and the fact that the product was not returned, it can be assumed that the product is working again. Therefore, the most probable cause is that the connector of the camera head or the socket of the ccu was wet or dirty. This is described as a warning in the IFU 96206286pl, version 4.1 on page 6 to test the device prior to each surgical procedure to ensure that it functions correctly. In the event that the image becomes unusable during surgery, the camera may be disangaged from the endoscope and the procedure continued optically. If this is not possible, it is up to the discretion of the surgeon how best proceed. Availability of a spare system is recommended. Further on page 18: warning: always ensure the connector is completely clean and free of debris. If moisture is present, dry thoroughly with sterile towel prior to insertion. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the system reports incompatible camera head. The patient was already sedated and the surgery had to be canceled. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).